Manufacturer narrative:
The pump was monitored for 48 hours with multiple basal rates, and the pump functioned properly. No watchdog timeout or external ram crc error alarms were noted during testing. The pump passed the functional tests, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, and unexpected restart tests. No unexpected restart error alarms were noted during testing. All operating current measurements were normal. No unexpected low battery, battery out limit or off no power alarms were noted during testing. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for unexpected restart and external ram crc error alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.